Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the alarms, and the hp then stated that he did not wish to troubleshoot. The tsr asked hp to contact the on call nurse, and the tsr was unable to get a hold of the nurse. The tsr advised the hp not to reuse the supplies over again. The hp stated that he was not going to do further therapy. The hp ended call. The hp to finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the alarm, it was revealed that he did not know what caused the alarm, but confirmed that he did not notice any defects on the supplies. The hp stated that he did not have any injury or harm as a result of this incident. The hp did not know the lot numbers. The hp verified that he had notified the nurse of this event . Per hp, he's doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).